Event description:
It was reported that during a da vinci-assisted proximal gastrectomy procedure, the surgeon experienced an electrical shock on his left hand about 3 hours into the procedure while grasping master tool manipulators (mtm) with both hands on the surgeon side console (ssc). The issue occurred when an air leaking sound was heard from around the ssc, followed by the surgeon feeling something like an electric shock on his hand. The electrical shock was ¿very weak,¿ surprising the surgeon, but the surgeon was able to continue the procedure. The surgeon was holding the left mtm controller and his elbow was on the console armrest. No arcing was observed. The surgeon was not injured, and no medical intervention was performed. The surgeon¿s current status is that he is doing well. The surgeon did not have anything metallic on his left hand. The earth leakage circuit breaker did not activate. The intuitive surgical, inc. (Isi) technical service engineer (tse) recommended checking the system, but the surgeon declined. The system worked fine after that. The procedure was completing as planned with no reported patient injury.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. A follow-up MDR will be submitted if additional information is obtained. A review of the system logs was performed, and no errors related to the event were observed. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.